Manufacturer narrative:
Manufactures investigation conclusion: evaluation of the submitted log files confirmed low flow alarms. A specific cause for the reported low flow as well as a direct correlation to heartmate 3 left ventricular assist system (lvas), serial number (B)(6), could not be conclusively established through this evaluation. The account reported that from (B)(6) 2021 until (B)(6) 2021 the patient was admitted to an outside hospital. They were dehydrated, had shortness of breath, and had frequent low flow alarms. An echocardiogram was performed that showed the left ventricle and the left ventricular assist device (lvad) appeared to have normal flow. The submitted controller event log file contained data from (B)(6) 2021 from 14:25:13 until 15:23:06. Multiple low flow hazard alarms were captured due to the estimated flow decreasing below the low flow threshold of 2.5 lpm. These events occurred when pi was elevated. The log file appeared to capture the pump functioning as intended. The patient was treated with continuous renal replacement therapy (crrt), fluid replacement, and stabilization through supportive care. No pump parameters were changed. The patient remains ongoing on vad support and no further related issues have been reported. The heartmate 3 left ventricular assist system (hm3 lvas) instructions for use (IFU), and the heartmate 3 lvas patient handbook, is currently available. Section 4, (¿system monitor¿), describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 7 of the IFU, ("alarms and troubleshooting"), and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. The relevant sections of the device history record for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient presented to the emergency department (ed) complaining of shortness of breath and frequent low flow alarms. Emergency medical services (ems) reported controller fault alarms at time of arrival on scene at approximately 1220 which were not visible to hospital upon arrival. The patient was admitted to the hospital from (B)(6) 2021 to (B)(6) 2021 and presented extremely dehydrated. Log file submitted revealed multiple low flows intermittent where the low flow estimator dropped below 2.5 lpm. An echocardiogram was performed on (B)(6) 2021. Reports revealed that the left ventricle (lv) was normal in size however not well seen but lv function seems almost normal. The right ventricle is normal in size, thickness, and function. There is moderate mitral regurgitation. The aortic valve is not well visualized. The inferior vena cava is normal in size with respiratory collapse, indicating a right atrial pressure of approximately 3 mmhg. Left ventricle assist device (lvad) outflow graft has normal flow. There seems to be echodensities in the patient¿s pericardial space, old clot however unable to assess atrioventricular (av) or inferior vena cava (ivc) due to poor windows. A transesophageal echocardiogram (tee) was recommended to better assess lv and right ventricle (rv) function as the image quality is so poor that the assessment might be unreliable. A complete transthoracic echocardiogram was performed (2d, m-mode, spectral and color flow doppler imaging). The image quality of this exam is: suboptimal. The image quality of the exam was affected by uncooperative patient. Image enhancing agent (definity) was administered to improve endocardial definition. Treatments included continuous renal replacement therapy (crrt), fluid replacement and stabilization through supportive care. The patient was instructed to see their primary care center. The reported cause of the event was not identified. No additional information provided.